Event description:
It was reported that during deployment of the rx acculink (6x8x30), the target lesion pushed the stent back in the moderately calcified target lesion in the left internal carotid artery, leaving half of the lesion uncovered. The physician did not believe this was a device deficiency. A second rx acculink (5.0x30) was implanted to cover the rest of the lesion. After placement of the second stent, there was no flow past the second stent. A non-abbott thrombectomy catheter was used for removal of the suspected thrombus and concomitantly, intravenous nitroglycerin was given for suspected vasospasm. Blood flow was restored. Immediately post procedure, the patient had a transient ischemic attack (tia) with right facial droop and difficulty talking. The patient was sent emergently for a CT [computed tomography] scan of the head to evaluate for the tia symptoms. CT scan found a small right subcortical frontal lobe hemorrhage, but the physician indicated this was not a stroke. The only treatment for the hemorrhage was withholding the patient's aspirin medication. The following day, the CT scan of the head showed a near complete resolution of the hemorrhage. The physician considered the condition resolved at that time. The tia symptoms resolved the same day, several hours after the onset. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: rx acculink 5 x 30, embolic protection: rx accunet, other: clopidogrel. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The other rx acculink stent system is being filed under a separate medwatch MFR number.